Manufacturer narrative:
Clarification to reason for reoperation: "bilateral capsular contracture" baker grade unknown and "rupture (for silicone implants).

Event description:
Healthcare professional later reported that this is a right side device with rupture. Healthcare professional further reported baker grade iii/IV of capsular contracture on right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported right rupture and capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: ¿ stress marks observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.